Manufacturer narrative:
The initial reporter indicated that the product was discarded, therefore, not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due to posterior capsular damage. A vitrectomy was performed. The lens was replaced with a different model lens. The pt's current prognosis is good. This report pertains to the pt's left eye. Please reference MDR#: 1119279-2013-00271 for the intraocular lens.